Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013 on a female patient. According to the complainant, a fluid loss alarm occurred during seal integrity phase. A second tennaculum was added. They proceded to hysteroscopy and additional fluid loss alarms occurred. The sheath was removed from the patient and the cap was attached. At this time fluid was noted to be leaking from the sheath and the sheath was noted to be cracked. The procedure was successfully completed using a second procedure set. The patient was reported to be fine. Patient information such as identifier, date of birth and weight is unavailable.